Event description:
Pt reported that back to back tests performed on surestep meter were 222 and 150 mg/dl. The meter was not cleaned according to manufacturer's product recommendations. No symptoms were reported. There was no allegation of harm.